Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Reportedly, an incomplete bolus alert occurred. Tandem technical support educated the customer on ensuring boluses are completed and on incomplete bolus alerts. The customer required assistance addressing bg level with intravenous insulin from a health care professional.